Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿a leak was observed within the rigid housing¿ of a folfusor sv (small volume). This was observed after having prepared the folfusor prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from march 9, 2020 - march 10, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found traces of silicone oil located on the interior wall of the housing. Silicone oil is applied on the bladder of every device during the manufacturing process to ensure a pliable expansion/contraction of the bladder during filling and infusion. It is part of the design of the product. The intent of the silicone oil is to reduce friction as the bladder is inflated. Occasionally, silicone oil from the bladder would drip on the interior wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.